Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was intermittently inaccurate. In addition, it was ported that the usb port was damaged and did not charge the pump. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.